Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube and missing end cap sticker.

Event description:
The customer called to report a crack on the case, and insulin squirting out during the manual prime. The customer then stated that he was hospitalized for low blood glucose levels. The customer was unable to troubleshoot or provide further information at the time of the call. Advised the customer that the insulin pump would be replaced due to the crack and the priming anomaly. Nothing further was reported.